Manufacturer narrative:
The field service engineer performed various checks and cleaned the sipper nozzle, vacuum nozzle, and dilution vessel. The customer performed calibration and qc. The customer had no further issues after the service visit. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, k, cl for gen.2 results for multiple patient samples with a cobas 8000 cobas ise module. The reporter stated they had been having calibration and ise errors on the module but were able to get calibration and qc to pass to proceed with patient samples. The customer has replaced all probes and ise solutions but they are still having an issue with discrepant results even though qc is acceptable. The reporter provided the following example of questionable results for one patient sample: the initial na result was 169.7 mmol/l. The repeated result on the same line was 141 mmol/l. The repeated result on the other line was 140.8 mmol/l. The initial k result was 5.39 mmol/l. The repeated result on the other line was 4.92 mmol/l. The initial cl result was 123 mmol/l. The repeated result on the other line was 102.9 mmol/l. The questionable na result was not reported outside of the laboratory. It is unknown if the questionable k and cl results were reported outside of the laboratory. The na electrode lot number was k2653. The k electrode lot number was s8417. The cl electrode lot number was d4010. The expiration dates were requested but not provided.